Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. The event can be prevented by following the instructions for use: "warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the distal end was damaged, and there was an image problem on the evis exera ii ultrasound gastrovideoscope. There was no report of patient harm associated with this event. During the evaluation of the returned device, the evaluation found a gap in the adhesive on the distal end resulting in a stain entering inside the lens, in addition, there was a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of (no video image) was not confirmed. The customer's complaint of (distal end damage) was confirmed. The device was returned and evaluated and the following were identified: due to damage on the channel tube, water tightness was lost; scratch on cover, insulation resistance value at distal end does not meet specification; due to damage on the ultrasonic probe, displayed ultrasound image is defective and elements are missing; adhesive on rubber had a crack; due to corrosion on k-wire, the forceps raising angle does not meet specification; the bending angle in up direction does not meet specification, due to wear of the angle wire and a gap between acoustic lens and ultrasound probe. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.